Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an history/settings (inaccurate delivery) issue. It was reported that the patient had experienced elevated blood glucose (bg) but that exercise could have affected the patient¿s bg level. There was no indication that the product caused or contributed to an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 04-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 09-nov-2017 with the following findings: a review of the pump¿s black box showed that the last basal delivery and the last bolus delivery were on (B)(6) 2017. The last bolus delivery was a 3.80u normal bolus on (B)(6) 2017 at 19:40. During investigation, the pump was exercised for 24 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment. A leak test verified a leak in the battery compartment. The pump cover was removed and no further evidence of moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.